Event description:
It was reported that a malfunction occurred on the pump after it got wet. The issue caused the customer's blood glucose level to exceed 600 mg/dl. A correction injection was administered to address the bg. Ultimately, the customer reverted to an alternate method of insulin therapy.